Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that on (B)(6) 2003 a faulted system diagnostics test occurred that changed the patient¿s settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No final interrogation was performed and it wasn¿t until the patient¿s next visit on (B)(6) 2004 that the settings were corrected. No patient adverse events were reported to have occurred due to this event.